Manufacturer narrative:
The insulin pump had cracked case at display window corner, reservoir tube lip, severely scratched display window and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump screen was severely scratched and they could not see the screen. The customer's blood glucose was 163 mg/dl at the time of incident. The customer stated that the insulin pump was dropped and bumped. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.